Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer stated that his pump kept going off in the morning telling him it needed to be calibrated. The customer stated that he calibrated and got a calibration error. The customer stated that the pump did not alert him when he had low blood glucose readings. The customer was advised on why the pump did not alert him. While troubleshooting for calibration error, the customer received a change sensor.